Event description:
The customer called and reported there was a chunk broken off of the screen. The customer's blood glucose was 10.4 mmol/l. Customer stated it was not possible to read anything in the bottom right-hand corner. It was advised that the customer disconnect from the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.